Event description:
It was reported that the right ventricular (rv) lead was explanted due to perforation. The lead was replaced. No additional adverse patient effects were reported. According to the boston scientific representative, the patient had experienced a cardiac tamponade and pericardial effusion the weekend prior to the explant. The perforation was confirmed via fluoroscopy. The lead was replaced with a non-boston scientific lead in the bundle of his position.